Event description:
It was reported that the user experienced an occlusion with a contact detach infusion set during the third day of ilet use, resulting in unresolved high blood glucose, after which the trainer advised temporarily discontinuing ilet and the user later resumed ilet use after additional training. Symptoms included hyperglycemia in which the user could not recall blood glucose levels and no associated symptoms. Outcomes included no long-term health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed obstruction of flow associated with the connector/coupler and a deformation problem consistent with the reported occlusion. It was concluded, based on previously established findings for similar reports, that the cause was likely an infusion set or insertion-related occlusion.